Manufacturer narrative:
Results: bd received one unused sample in support of this complaint from the customer facility for investigation. Our quality engineer inspected the sample provided. All of the components were present and intact. There were no physical or mechanical damage observed on any of the components of the unit. A fluid test was conducted using a lab provided syringe filled with water/food coloring which was used to flush the unit. There was no obstruction observed on the q-syte as the liquid fluid flowed throughout the q-syte and then out. A microscopic examination was also completed as well, no obstruction was observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Before puncturing, it was reported when a nurse reconnected the q-syte and squeezed the small portion of the infusion set, "white foreign matter" was found inside the e-tubing of a bd pegasus¿ safety closed IV catheter system. There was no report of injury or medical intervention.